Event description:
Complainant alleged that a 75 yr olad male pt came to the hospital to visit his wife. In the hospital lobby the pt went into cardiac arrest falling and striking his head as he landed on the lobby floor. The cardiopulmonary rehab nurse responded to the code. The device monitor indicated that the pt was in ventricular fibrillation. The nurse then defibrillated the pt at 200 joules. She then attempted to turn the device knob from the defibrillation mode to the monitor mode and the device screen went blank. The complainant indicated the nurse was able to obtain another device to treat the pt. In addition, the complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please reference user medwatch report number 000450379-1997-002.